Event description:
A customer reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, but the error persisted, leading to a decision to replace the pump. The pump was under warranty, and the customer opted for manual insulin delivery as a backup. Technical support confirmed the shipping address and instructed the customer on returning the faulty pump, which the customer acknowledged and understood.